Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 09 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint of power button was not latching on the unit was confirmed. Based on the results of the investigation. It is likely, the power button does not work, due to a failure of the harness switch. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source power button was not latching on the unit. There were no reports of patient harm.